Event description:
The facility reported no air in line alarm, found during patient use with no patient injury or medical intervention required. There have been no incident reports filed since the last baxter service event. No additional information.